Event description:
It was reported that the patient presented at clinical follow-up. Upon inspection, it was noted that the left ventricular lead failed to capture due to dislodgement. The reported lead was explanted and replaced on (B)(6) 2022. The patient was in stable condition.

Event description:
Additional information received noted that the left ventricular lead was capped and replaced on (B)(6) 2022.